Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the submental area on (B)(6) 2020, (B)(6) 2020, (B)(6) 2020 and (B)(6) 2021 using the cooladvantage applicator and presented with paradoxical hyperplasia (ph) post treatment. Patient diagnosed with ph (B)(6) 2021.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan received a report of a patient who was treated with coolsculpting and has developed paradoxical hyperplasia.